Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26580 and 1627487-2015-26581. It was reported the patient was no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. Lead diagnostics revealed high impedance on one contact. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to remove and replace the extensions. Intra-operatively the extensions were disconnected from the lead tails and the lead was tested directly with the programmer and impedances were normal. The tail of the leads were wiped off and new extensions were connected to the lead and all contacts had normal impedances except three contacts that read high impedance. Troubleshooting did not resolve the issue. The surgical procedure was completed and further reprogramming is pending.

Manufacturer narrative:
Correction to device #2, reference MFR. Reports: device #1 of 3: reference MFR. Report: 1627487-2015-26590 and 1627487-2015-26581. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26590 and 1627487-2015-26581.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26590 and 1627487-2015-26581. Follow up information identified the patient is receiving effective stimulation.